Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30-jan-2017. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma and bleeding. These are a known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side device removal due to "hematoma." Patient additionally reported "started bleeding and almost bled to death." Device has been explanted.